Manufacturer narrative:
.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the distal tip of the device appeared flared. When the physician flushed the stent, he tried to release it about 5mm outside the pt. Then he noticed that the distal edge of the tip was flared, therefore he discontinued use of the device and the procedure was completed with a new one. It was reported that there were no injuries or complications for the pt. Pt status is reported as "good."